Event description:
Device evaluation: mss reviewed pa test results for this complaint. Lifescan received the test strips involved with this complaint (B)(4) 2015. Device evaluation was completed on (B)(4) 2015. The test strips involved with this complaint failed testing. The test strips were found to have results above the range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found not to be compromised during a gross leak test, the vial passed pdt testing. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use and passed tga testing. The meter was also returned and tested. The complaint could not be reproduced. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue. On (B)(6) 2014, the reporter contacted lifescan USA alleging that the subject meter read inaccurately high compared to their feelings and/or normal readings. The reporter claimed obtaining blood glucose readings of "260 and 237mg/dl" with the subject meter. This complaint was being ruled-out because such a comparison does not meet the criteria necessary for lifescan to determine the possibility of an inaccuracy. There was no injury or medical attention sought due to the issue.